Event description:
Surgeon reported slippage of the implants has been seen both in the uss low profile system and the click'x system over a period of the last (B)(6) months in 3 to 4 patients who were treated by different surgeons. These patients had to undergo a revision surgery. This is patient number 4 of 4 reported. This report is number 12 of 15 for these events.

Manufacturer narrative:
Investigation could not be completed. No conclusion could be drawn, as no device was returned and no lot number was provided.